Event description:
It was reported that the pt is no longer receiving stimulation. An sjm rep met with the pt and determined the scs sys is implanted in the occipital area (for off label use) and that the ipg is dead due to pt non-compliant with charging. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.